Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: a lightweight prolene mesh was reportedly used in the procedure. Please provide the product code and lot number: the nurse (case manager) reported that the surgeon has retired from the military but the patient who is a pilot located the surgeon and it was reported that the mesh used in the procedure was a ethicon ultrapro, light weight prolene mesh. Nurse stated that they were unable to obtain the specific product code or lot number. Type of hernia repair: inguinal hernia repair. When was the procedure done and when did the patient begin to experience pain: nurse reported that the procedure was performed in qatar in 2013, pain was reported following the procedure but they attributed the pain to the surgical procedure and normal healing process. Nurse stated that since the patient is in the military and a pilot, he moved around a lot so the pain continued throughout the years and he sought treatment from doctors where he was stationed. Since the hernia repair occurred in 2013, is it possible that this was reported in the past: nurse reported no. The procedure was performed in 2013, pain was reported following the procedure but they attributed the pain to the surgical procedure and normal healing process and due to the type of position he holds and the relocation and in addition to that the surgeon who performed the surgery retired soon after the procedure so nurse stated it was not reported before. Does the pain continue to this date: nurse reported yes, pt was diagnosed with chronic complex pain and it does continue. Can you describe the location and type/intensity of pain (intermittent/continuous): nurse reported that the pain is located in the groin, scrotum and abdomen. The pain was continuous, it appears to be better when the patient is at rest so he is decreasing his activities such as working out and they are planning to release him from the military because it is impacting his ability to perform all the duties of his position. Has patient rec¿d any treatment consisting or medical or surgical intervention or any diagnostic test: nurse reported that the patient has had MRI¿s and the mesh is accounted for, no other information provided regarding MRI. Nurse stated that the patient was prescribed pain killers and on (B)(6) 2016 patient had a spermatic cord neurolysis due to the pain and she repeated that the patient has less pain when at rest and not physically active. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure in 2013 and the mesh was implanted. Following the procedure, the patient experienced a regional complex pain. The pain located in the groin, scrotum and abdomen and continued throughout the years. The patient sought treatment from doctors where he was stationed. MRI¿s were performed and the mesh is accounted for, no other information provided regarding MRI. The patient was prescribed pain medications and underwent a spermatic cord neurolysis on (B)(6) 2016 due to the pain. The patient was diagnosed with chronic complex pain and it does continue. It was also reported that the pain was continuous and it appears to be better when the patient is at rest so he is decreasing his activities such as working out and they are planning to release him from the military because it is impacting his ability to perform all the duties of his position. Additional information has been requested.